Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After one full recapture, the was kinked. A new was device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, and the tip was damaged (stretched with partial delamination). Inspection of the rest of the device found no other damage or defect to the device.the reported kink was confirmed.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After one full recapture, the was kinked. A new was device was used to complete the procedure. No patient complications were noted.